Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger was unable to charge/recognize a battery pack. The cause for the failure was contamination on the battery board pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred as a result of the defective charger. Device evaluation of battery packs sn (B)(4) and (B)(4) have been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse events occurred as a result of the defective battery. Mfg dates: battery charger sn (B)(4) - 10/4/2015. Battery sn (B)(4) - 4/20/2018. Battery sn (B)(4) - 11/7/2017.

Event description:
A us distributor reported that a patient was experiencing battery/charger faults.